Manufacturer narrative:
The customer has indicated that the complaint sample will be returned for evaluation. Once the sample is received and the evaluation is complete, a supplemental medwatch 3500a will be submitted. Lot number was not provided with complaint information to determine the manufacture date. Complaint information provided by distributor, stryker orthopaedics.

Event description:
It was reported during a left tha on an unknown patient that while reaming the offset reamer handle broke. There was no surgical delay, the procedure was completed successfully and no adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The complaint device was not returned to greatbatch medical for evaluation. Communication from the distributor stated that the complaint sample was not returned to them and additional information including where on the device it broke or whether it was a functional breakage or physical fracture was not available. A manufacturing review could not be completed as the lot number is unknown. No further investigation is required at this time. If additional information is received that would affect this report and if the complaint device is returned to greatbatch medical for evaluation, a supplemental emdr will be completed accordingly.